Event description:
It was reported to nova biomedical that a consumer received a result of 376 mg/dl on their blood glucose meter at 12:45pm. According to the consumer the insulin pump administered 8 units insulin, subsequently the consumer experienced a hypoglycemic event which did not require any medical intervention. The consumer ate lunch to help bring up her blood glucose level and administered 3.5 units of insulin. It was discovered during this call, the consumer used the wrong nova test strips with the nova max link meter. It is against our directions for use because it would may affect the accuracy of the meter and test strips. The test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.